Event description:
It was reported the surgeon unscrewed the clamp on the carbon fiber rod and it became disengaged. The surgeon tried to re-tighten the clamp, the threads would not re-engage. A new sterile wrist ex-fix kit was used to finish the case without any problems or delays. There was a 20 minute surgical delay. The patient outcome was unaffected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. Final kit release date was april 7, 2014 the part was released on november 25, 2013 the expiration date was reported as february 28, 2019. \ the device history review reported: synthes assembled the low-profile wrist fixator kit, part #03.304.320s, and lot #7647453 on wo #(B)(4) for (B)(4) pieces started on march 27, 2014. The kits were released to the warehouse on april 7, 2014 with an expiration date of february 28, 2019. The kits consisted of several components; the subject of the complaint is the 6mm carbon fiber rod. Quintus, inc. Manufactured the 6mm carbon fiber rod, part #395m755, and lot #7519160, on po #(B)(4), for (B)(4) pieces delivered on november 22, 2013. Initially, the part conformed to the supplier¿s certificate of conformance, dated november 5, 2013, and to synthes final inspection sheet #395ifm751, revision ¿b¿. The parts were released to the warehouse on november 25, 2013. There were no material review reports, nonconformance reports or complaint related issues with this lot. The 6mm carbon fiber rod was made to the synthes drawing p/n 395.751, revision ¿a¿, released on march 9, 2005. The low-profile wrist fixator kit was made to the synthes drawing p/n 03.304.320, revision ¿a¿, released on march 11, 2005. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.